Event description:
It was reported that the pump battery would not charge. There was no information regarding any adverse impact on the customer's blood glucose level. The customer tried several troubleshooting steps, including using different wall outlets and charging cables, but the issue persisted. As a resolution, technical support decided to replace the pump, which was still under warranty. The customer was informed about using a backup method for insulin delivery and was instructed on how to store and return the defective pump.